Event description:
Hill-rom received a report from the account stating the siderail would not latch. The bed was located at the account in room 7. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to it being bent. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventive maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the siderail to resolve the issue. Based on this info, no further action is required.